Event description:
It was reported that the procedure was to treat a lesion between left circumflex and the left anterior descending artery. The 014 hi-torque balance middleweight guide wire tip separated when a non-abbott balloon reached the radiopaque area. The separated tip was removed when the balloon was retrieved. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the noted device damages (bent shaping ribbon, misaligned/stretched coils, multiple bent and kinked core) and ultimately resulted in the reported tip separation/noted core separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.